Event description:
It was reported that infiltration occurred while using insyte autoguard yel 24ga x .75in. The following information was provided by the initial reporter: event#2 - patient who infiltrates venous access, for which the vein is punctured. Additional information: what does infiltrate venous access mean? Was there a blood leak? According to the literature and the management of institutional terms (definition in the literature): ¿infiltration refers to another type of vascular trauma, originating from a lesion in the vein layers and subsequent perforation, resulting in infiltration of non-vesicant solutions or medications in the tissues near the insertion of the venous catheter. When the solutions or drugs present vesicating characteristics, the infiltration is called extravasation. Edema becomes the most frequent clinical sign to identify infiltration, sometimes being associated with others such as skin paleness, pain, decreased temperature and / or sensitivity in the area. Infiltration can also trigger circulatory compromise and tissue necrosis in the most severe cases. The risk factors described in the literature are based on reports or series of cases and are mainly related to the drugs administered through peripheral catheters. Event / complaint information: according to what they refer to in the complaints, there was an infiltration and they had to perform the peripheral vein puncture again and in that new canalization is where they present the complaint with the catheter. Has there been any harm to the patient / healthcare professional? (Detail) yes, a new puncture had to be performed on the patient. It appears that the patient's catheter was changed due to a leak and therefore problems were identified during the re-puncture. If so, could you please confirm the catalog and lot number that the leak was observed in the patient (before the new puncture attempt)? In effect, the event with the catheter occurred after a change that had to be made. The catheter used in the first puncture was of the same batch and size with which the event occurred.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Manufacturer narrative:
Date of birth: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that infiltration occurred while using insyte autoguard yel 24ga x .75in. The following information was provided by the initial reporter: event#2; patient who infiltrates venous access, for which the vein is punctured. Additional information: what does infiltrate venous access mean? Was there a blood leak? According to the literature and the management of institutional terms (definition in the literature): ¿infiltration refers to another type of vascular trauma, originating from a lesion in the vein layers and subsequent perforation, resulting in infiltration of non-vesicant solutions or medications in the tissues near the insertion of the venous catheter. When the solutions or drugs present vesicating characteristics, the infiltration is called extravasation. Edema becomes the most frequent clinical sign to identify infiltration, sometimes being associated with others such as skin paleness, pain, decreased temperature and / or sensitivity in the area. Infiltration can also trigger circulatory compromise and tissue necrosis in the most severe cases. The risk factors described in the literature are based on reports or series of cases and are mainly related to the drugs administered through peripheral catheters. Event / complaint information: according to what they refer to in the complaints, there was an infiltration and they had to perform the peripheral vein puncture again and in that new canalization is where they present the complaint with the catheter. Has there been any harm to the patient / healthcare professional? (Detail) yes, a new puncture had to be performed on the patient. It appears that the patient's catheter was changed due to a leak and therefore problems were identified during the re-puncture. If so, could you please confirm the catalog and lot number that the leak was observed in the patient (before the new puncture attempt)? In effect, the event with the catheter occurred after a change that had to be made. The catheter used in the first puncture was of the same batch and size with which the event occurred.